Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced female orgasmic disorder ("my orgasm felt different because my uterus was gone") and female sexual dysfunction ("sex was scary after we were cleared") and was found to have hormone level abnormal ("hormones are all screwey too"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, female orgasmic disorder and hormone level abnormal outcome was unknown and the female sexual dysfunction had resolved. The reporter considered female orgasmic disorder, female sexual dysfunction, hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media: sexual dysfunction, medical device removal, hormonal imbalance,orgasm abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced orgasm abnormal ("my orgasm felt different because my uterus was gone") and sexual dysfunction ("sex was scary after we were cleared") and was found to have hormone level abnormal ("hormones are all screwy too"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal, orgasm abnormal and hormone level abnormal outcome was unknown and the sexual dysfunction had resolved. The reporter considered hormone level abnormal, medical device removal, orgasm abnormal and sexual dysfunction to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media: sexual dysfunction, medical device removal, hormonal imbalance,orgasm abnormal. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.